Event description:
A malfunction alarm was reported, but no notable events occurred before the malfunction. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.